Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. Field engineer tested the console and was unable to clear the error. Troubleshoot the faulty driver device. The driver was removed and replaced and performed multiple operational tests successfully. The unit was returned for normal use. Component failure related to driver issues.

Event description:
It was reported that on july 27th during a brevera procedure, the technician experienced driver issues during the procedure and had to abort the procedure and reschedule the patient.